Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed and delivered a bolus of 12 units and experienced a blood glucose (bg) level of 86 mg/dl. The customer consumed carbohydrates to address bg level. Prior to ending the call with tandem technical support, the customer reported bg level was 100 mg/dl.